Event description:
Additional information was later received that this patient had passed away at home in (B)(6) 2013. There were no allegations reported that the death was related to the implanted products. The device was returned one year later for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was interrogated and a review of the memory found that the last impedance measurements were in normal range. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the shock impedance measurements were around 30 ohms during defibrillation threshold (dft) testing; however, the measurements dropped to below 20 ohms after testing. The pocket was reopened and the lead appeared normal. After this was performed, the shock impedance measurements kept changing from above 125 ohms to below 20 ohms. Boston scientific technical services (ts) was contacted and a consultant discussed that electromagnetic interference (emi) could be the cause of the changes in measurements. External electrical equipment near the patient was turned off and the shock impedance measurements were then in normal range. The crt-d remains implanted and in service. No adverse patient effects were reported.